Event description:
Right-side capsular contracture baker grade 1.

Manufacturer narrative:
Submitting request to void this report. Sientra received updated information from the health care provider that there is no adverse event to report for the patient.